Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (also selected ¿other¿ which was inadvertently left off the initial report). The device history record was unable to be reviewed for this device since the lot/serial number was not provided (and the lot/serial number cannot be recognized due to abrasion). However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred due to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the reported issue was confirmed. The ceramic tip was damaged, the sealing was discolored. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k931995.

Event description:
It was reported to olympus that an inner sheath had a ceramic tip that was broken. The patient was not under sedation. There was no delay and no procedure was involved. There was no patient injury or adverse event reported to olympus.